Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed and attributed to the language file was found to be corrupted. The firmware was re-loaded to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.